Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A power failure occurred during a routine hemodialysis treatment causing loss of power to the dialysis equipment. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide when a power failure occurs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.